Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was provided with instructions by technical support on how to reset pump to resolve the issue.